Manufacturer narrative:
Date sent: 06/11/2008. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. Based upon the inquiry info received, visual and functional examination, the unit was found to require replacement of the generator pcb. Testing included: calibration I, calibration ii, electrical safety test, and release test. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to an unk procedure, the device could not work. An error code "1" displayed. Another like device was used. There were no pt consequence.